Event description:
It was reported that during a procedure on (B)(6) 2012 of the chronic totally occluded, proximal left anterior descending (lad) artery, after pre-dilatation and intravascular ultrasound (ivus) a filter catheter was positioned in the lad for protection and a 3.5 x 33 mm xience prime stent deployed at 12 atmosphere (atm). No blood flow was observed after the deployment; the filter catheter was removed from the patient anatomy and thrombosis was observed. A non-abbott balloon was used for dilatation and timi3 blood flow resumed. A different lesion in the left circumflex artery was treated without issue. It was noted that at the end of the procedure, blood flow in the lad turned timi2 under angiography and ivus. There was hematoma in the xience prime stent and distal; the lumen of the vessel was only 2 mm. Nicorandil was injected into the lad and timi3 blood flow was resumed and the procedure completed. Remains of the hematoma distal to the stent was observed by ivus. On (B)(6) 2012, the patient underwent a procedure to treat a lesion in the right coronary artery (rca) but angiography of the lad revealed 100% stenosis and thrombosis. Aspiration was performed twice and ivus performed. A non-abbott balloon dilatation was completed with 6 atm and four additional aspirations. The non-abbott balloon was re-advanced and six dilatations performed and a 3.5 x 14 non-abbott stent was deployed proximal to the xience prime stent and a 3.0 x 24 non-abbott stent deployed distal to the xience prime stent. Timi3 blood flow was observed to complete the procedure.

Manufacturer narrative:
(B)(4). Patient weight rounded; (B)(6). The physician noted that there was no relevant stent thrombosis with the xience prime stent, and the thrombosis was probably caused by the remains of the hematoma distal to the stent. There was no reported adverse patient sequela. No additional information was provided. There were no reported product deficiencies. The reported patient effects of ischemia, hematoma, thrombosis, and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.